Event description:
It was reported that there was an increase in peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The bacteria filter on the expiratory side was suspected to be obstructed by too much humidity causing the increase in peep. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The bacteria filter was discarded by the healthcare facility. Information how long it had been in use was not provided. Provided ventilator logs were reviewed. The event log confirms the reported alarms for high peep on the event date. According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, there are no indications of ventilator malfunction. The root cause of the reported increase in peep was due to an oversaturated bacteria filter on the expiratory side of the ventilator.

Event description:
Manufacturer's ref #: (B)(4).